Event description:
Vti surgical navigation machine would not calibrate. A different vti machine, cord, transmitter, and receiver were brought in. The helmet was removed and re-applied per the surgeon's instructions. The second machine also would not calibrate. The procedure was completed without a vti machine. Patient was sent to pacu in stable condition.